Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from the USA stating that the device had the cord broken at the end of the drill. Device was not used in surgery. No injury or medical intervention occurred. There was no additional information provided.